Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a tomofix small implantation surgery a lateral cortex fracture occurred intraoperatively. This report is for an unknown tomofix plate. This report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.